Manufacturer narrative:
Lot number or product was not provided by the reporter and case concerns long-term product use.

Event description:
Choking, mouth/throat [choking], dizziness [dizziness], tiredness [fatigue], fixodent did not hold (causing him not to be able to chew thoroughly and choking on steak), dentures dislodged [device ineffective]. Case description: an elderly male consumer, age unspecified, provided a spontaneous report via phone on (B)(6) 2018 that he used fixodent denture care denture adhesive complete beginning on an unknown date and tonight it did not hold, causing him not be able to chew his steak thoroughly, which led to him choke on the steak and his dentures to come dislodged. He stated that his wife patted him on the back and then helped him remove the dentures, but that no medical advice/treatment was sought. He reported that he was currently dizzy and tired from the experience. He stated that he had a problem with the product not holding a few days ago also. Relevant history: medical history-denture wearer. Concomitant product(s): none reported. The case outcome was improved. No further information was provided.